Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure the shaft broke when trying to deliver the stent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR:synergy ii us mr 2.50 x 16 mm stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. Stent struts on distal end of stent flared and proximal struts raised and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. Also noted during analysis was a break situated at 76cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure the shaft broke when trying to deliver the stent. The procedure was completed with a different device. No patient complications were reported.